Event description:
It was reported to boston scientific corporation that three weeks after a pelvic floor repair procedure (in 2009) using a pinnacle anterior/apical pfr kit, the pt had a "serious fall," and the physician thinks the right mesh leg of the device detached from the sacrospinous ligament as a result. The physician noticed the pt's cervix is tilted so he is considering doing surgery to reattach the mesh leg to the sacrospinous ligament. The pt has not yet had the surgery and is said to be currently doing "fine."

Manufacturer narrative:
Complainant indicated that the device was implanted (in 2009) and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.